Event description:
This pt experienced an anterior wall mi and re-ptca approx 33 months post implantation of six (6) cypher stents. This pt was admitted to the hosp for coronary intervention. The pt was currently taking beta blocker therapy, aspirin, clopidogreal, ace-inhibitor, lipid lowering agent and statin. The pt was taken electively to the cardiac cath lab, where angiography revealed stenoses in the proximal lad/diagonal (bifurcating), proximal through mid-rca, and the obtuse marginal branch. There were no difficulties in accessing or wiring the vessel noted. It is not known if the lesions were predilated. Three stents were deployed within the proximal lad: one (1) 3.0x13mm cypher deployed to 12 atms, one (1) 3.0x13mm cypher deployed to 20 atms, and one (1) 3.5x18mm cypher deployed to 14 atms. A 3.0x13mm cypher stent was deployed to 12 atms in the obtuse marginal. Three stents were deployed within the proximal lad: one (1) 3.0x12mm cypher deployed to 12 atms, one (1) 3.0x13mm cypher deployed to 12 atms, one (1) 3.0x13mm cypher deployed to 20 atms, and one (1) 3.5x18mm cypher deployed at 14 atms. A 3.0x13mm cypher stent was deployed to 12 atms in the obtuse marginal. Finally, two (2) 3.5x18mm cypher stents were deployed to 20 atms within the proximal mid rca. The diagonal branch was treated with balloon angioplasty only. The pt was discharged on beta-blocker, aspirin, clopidogrel, lipid lowering agent, ace-inhibitor, and statin. Approx 33 months later, the pt returned to the hosp with chest pain >20 minutes and was ruled in for an anterior wall mi via ECG. Cardiac enzymes revealed a peak ck=3827 iu/l and peak ck-mb=301 iu/l. No thrombolytics were administered. Repeat angiography demonstrated a lesion in the proximal lad (described as new), a lesion in the mid-rca (described as new), and a new lesion in the distal lcx. The proximal lad was treated emergently with balloon angioplasty and the placement of a non-cypher stent. One week later, the pt was brought back to the cath lab and underwent an elective re-ptca of the mid-rca and distal cfx lesions. A total of three (3) non-cypher stents were implanted. The pt was discharged three days later in stable condition.